Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that a couple of weeks ago there was a fluid leak associated with pd treatment. There was a "tear" in the cassette. The patient no longer had the cassette or supplies from that night. The patient discovered the tear after removing the cassette after a treatment. There was no alarm or message that night. The patient explained not reporting it because the cycler worked fine the next days. In a conversation with tech services two weeks after the fluid leak, the patient did not report any harm associated with the prior fluid leak. Additional information was requested but none was received. The cycler set is not available to return. The cycler is not available to return.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported that a couple of weeks ago there was a fluid leak associated with pd treatment. There was a "tear" in the cassette. The patient no longer had the cassette or supplies from that night. The patient discovered the tear after removing the cassette after a treatment. There was no alarm or message that night. The patient explained not reporting it because the cycler worked fine the next days. In a conversation with tech services two weeks after the fluid leak, the patient did not report any harm associated with the prior fluid leak. Additional information was requested but none was received. The cycler set is not available to return. The cycler is not available to return.